Event description:
Boston scientific received information that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room after receiving multiple shocks. Upon interrogation, a da error was displayed, followed by an additional error indicating the programmer shut down. The field representative was unable to pull up the episodes. Boston scientific technical services (ts) directed the field representative to the correct screen for episodes and subsequently episodes were able to be viewed, and the error information with five shocks delivered for what appears to be double-counting in the alternate sensing vector. Additional information was received that the sensing vector was reprogrammed. Five days later, the patient received inappropriate shocks due to p-wave and t-wave oversensing of low-amplitude morphology. Reportedly the patient was nauseous. The field representative was able to reproduce the low amplitude morphology with the patient laying on their left side in the primary sensing vector. No change in amplitude was noted in the secondary sensing vector, so the device was reprogrammed. An x-ray was performed to assess the electrode position, but the results were unavailable to the field representative. Additional information was received; no x-ray was reviewed and there was no suspicion of electrode movement. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.